Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01459, 3006705815-2022-01461. It was reported that the patient experienced a fall on the ipg site and experiencing shocking pain. As a result, surgical intervention was undertaken wherein the scs system was explanted.